Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped while in the anatomy resulting in the deflation difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the non-tortuous, moderately calcified proximal superficial femoral artery (sfa). A 5.0 x 60 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The pta catheter was advance with no resistance to the lesion and was inflated to nominal pressure. When an attempt was made to deflate the balloon it would only partially deflate. The partially deflated balloon was removed from the anatomy. Another armada 35 pta was used with the same syringe and contrast mixture to successfully complete the procedure. There was no reported clinically significant delay in procedure or adverse patient effects. No additional information was provided.